Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received 2 unsuccessful hv therapies and a third was charging when the patient spontaneously converted back to sinus. Dft and induction tests were successfully performed and it was elected to leave the device implanted. Patient was stable after the event.